Event description:
The critical care nurse reported having difficulty removing the arterial blood line from the patient's new right ij tunneled catheter. No patient identifies were provided. The luer connector broke off in the patient's arterial port of the catheter during an extended crrt therapy. Rinseback was performed, however the patient required a new catheter be placed. No other information was provided.

Manufacturer narrative:
The actual device was not returned for evaluation. A review of the reported lot number found no other related complaints in the complaint database. This is considered an isolated event. The cartridge contains standard luer components widely used throughout dialysis industry. Nxstage medical considers this report closed. No additional information will be provided.